Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6: update of h6 codes. UDI: (B)(4). Investigation results: the product was available. We received the device and the working end of gk386r decontaminated. The distal end of the insulation was burnt and the proximal end was broken off. The investigation was carried out visually and microscopically. Residues can be found at the tip. The damage at the insulation was most likely caused by leakage currents due to moisture during application. Most likely moisture entered through an existing hair crack and caused insulation breakdown. This, in turn, led to an electirc arc, which caused damage to the outer tube. The shaft must have been damaged after delivery of the instruments. Based on the inspection instruction of the quality assurance, the shafts are inspected for cracks thoroughly 100%. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale - a damage like this could have occurred due to micro cracks in the material of the insulation. These kind of cracks can occure during reprocessing and or during handling. To avoid these cracks, the IFU must be observed. Conclusion and root cause - due to the current deviation and according to the rationale, the root cause of the problem is most probably usage -related. A CAPA was not needed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with shaft only. It was reported that the insulation on the gk370p burned at the distal end where the gk386r connects to the shaft indicating that it arced at the connection point. There was no patient harm. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: gk386r-monopolar electrode tip spatula-unknown.